Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval was unable to reproduce the symptom of "turned off without user input" due to a failed motor (seized); however, while operating a unit on ac power and running a loaded set, a seized motor will cause the unit to shut down without user input. The motor assembly most likely seized while running a loaded set on ac power, causing the unit to power off. The motor assembly was replaced.